Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned. One (1) photo was provided for evaluation. Upon visual inspection, it was noted that a grey particulate was present in the fluid path of the set. Based on the data from our evaluation, no specific conclusions can be made regarding the origin of the foreign material. In addition, retained units from the reported lot number were visually inspected per specification, and no such defects were noted. Review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformances noted during in process or final product inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was stated that during priming of an antibiotic, a 1-2mm dark particulate was noticed in the tubing. Clinician not sure if the particulate originated in bag or tubing. No injury reported.